Event description:
Boston scientific received information that during a routing follow up, this right atrial (ra) lead revealed a loss of capture. An x-ray revealed that his right atrial (ra) lead had dislodged. The physician elected to do no procedure at this time. The device was reprogrammed for optimization of the patient and the ra lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.